Event description:
Complainant alleged that the autopulse® never worked as it should have. Complainant could not provide specific details, but indicated that there have been reports of the platform stopping compressions, turning off or displaying error messages. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Zoll has not yet received the product in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Initial functional testing indicated that the reported complaint could not be confirmed and the platform ran fine with a test mannequin and lrtf. Additional testing was performed and found that the lifeband was loose, resulting in the lifeband falling off from the platform. It was found that the channel die cast was at fault. Load cell characterization testing was also performed, which revealed that both load cells were functioning as intended. Based on further investigation, the parts identified for replacement were the front enclosure and the channel die cast assembly. In summary, the loose lifeband issue that was observed during additional functional testing is unrelated to the reported complaint. The fault was found to be due to the defective channel die cast. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the front enclosure was cracked. The physical damage found during visual inspection is not related to the reported event of the platform stopping compressions, turning off or displaying error messages. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 12/2011). A review of the archive was performed and the reported complaint was not confirmed. The archive data shows that clinical use with a patient occurred on the reported event date of (B)(6) 2014, however no fault or error messages were observed. Functional testing was performed and the reported issue was not confirmed. The platform ran for 15 minutes with a test mannequin and 7 minutes with the lrtf (large resuscitation test fixture) and no problems were observed. Based on the initial investigation, the part identified for replacement was the front enclosure. In summary, the reported complaint of the platform stopping compressions, turning off or displaying error messages was not confirmed. The platform passed functional testing. The physical damage found during visual inspection is unrelated to the reported complaint.